Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the clinician received an unintended delivery of energy. Complainant indicated that there was no adverse effect to the clinician due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned for evaluation. The clinical event data from the event was returned and evaluated. Review of the data indicated CPR waveform deflections present during one analysis and shock. The log records the prompts "don't touch patient analyzing", "shock advised", "don't touch patient", "shock will be delivered in three, two, one". The customer/distributor (kardia medical) performed a test with a simulator and confirmed the voice confirmation does occur (and is clearly hearable) when shock is advised. It is noteworthy to mention the customer had purchased and received fully automatic devices. In addition to the audio prompts, the fully automatic AED plus is designed with an "automatic" label and a specific interface label. This claim has been closed as device meets specification. No trend is associated with reports of this type.